Event description:
A malfunction with the pump battery was reported as it would not charge, with the issue manifesting as a power source alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, ultimately resolving the issue by using a different wall adapter to charge the pump, and no further assistance was required.